Manufacturer narrative:
(B)(4).

Event description:
It was reported that the package was compromised. During unpacking of an encore balloon catheter inflation device, the plastic packaging was noted to be cracked. No patient was involved.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that the package was compromised. During unpacking of an encore balloon catheter inflation device, the plastic packaging was noted to be cracked. No patient was involved.